Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with synfix screws at l4-s1 for an alif on (B)(6) 2012. Post operatively the surgeon determined the screws implanted at s1 were irritating the patients sacral nerve. CT images taken on an unknown date confirmed that the screw had extended into the s1 foramen. Patient was returned to the operating room on (B)(6) 2012 for removal of both screws implanted at s1. Patient was revised with shorter synfix screws.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.